Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken side assessed, as fold flaw opening (shell thickness was within specification). Seroma-late: unable to observe, since it is as event. And is not related to the device. Additional observation: yellow particles observed. Crease observed, on the device. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Physician reported, right side rupture. Confirmed by MRI. And "some intracapsular silicone fluid located outside the prosthesis". Device has been explanted.

Event description:
Physician reported right side rupture confirmed by MRI and "some intracapsular silicone fluid located outside the prosthesis". Device remains implanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "some intracapsular silicone fluid located outside the prosthesis".